Event description:
Meter would not power on while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt.